Event description:
It was reported that during an unspecified spinal procedure, the driver broke during the removal of set screws. No patient complications are associated with this event.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. (B)(4).

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.